Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 41mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vesel below the knee. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vesel below the knee. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.